Manufacturer narrative:
The event date listed on b3 is reflective of the time zone of the country of the event.

Event description:
A customer reported experiencing a power source alert 07 while using a tandem charging cable and wall adapter. The customer's blood glucose level did not exceed 500 mg/dl. Customer technical support advised the customer to plug the wall adapter into a known working outlet and leave it connected for at least 30 minutes to allow the pump to begin charging. No further issues were reported, and the customer later confirmed that the pump charged to 75%.